Manufacturer narrative:
Follow-up #1: date of submission 09/27/2016. Device evaluation: the device has been returned and evaluated by product analysis on 09/01/2016 with the following findings: a review of the black box revealed one unexpected power on reset event after (B)(6) 2016. There was no damage observed to the battery compartment or battery cap. The battery cap secured to the pump. During testing, the battery cap was fastened and then unscrewed ½ turn with no reboots occurring. The ¿ez-prime¿ steps were performed correctly with no power interruptions or any errors, alarms or warnings. The pump¿s cover was removed; no intermittent conditions were found to the power circuit. The reported ¿no power¿ complaint was not duplicated during investigation. Unrelated to the complaint, the audio bolus button cover and slug were detached and missing.

Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (no power) issue. There was no indication that the product caused or contributed to an adverse event. This is reportable because the user may be unaware that the pump has lost power, leading to under delivery.